Event description:
It was reported that the gp series infusion set, 1 ss y spike broke off. The following information was provided by the initial reporter, translated from dutch to english: "we have received complaints from our services about the perfusion trousse with ref 60693e (uz art nr 420001555). The spike breaks off at the top if we want to remove liquid and replace it with another vial of liquid."

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of complaint. The customer has indicated that the spike tip of a 60693e product had broken during insertion into a vial. No further details were available to assist the investigation in this instance. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause could not be established.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gp series infusion set, 1 ss y spike broke off. The following information was provided by the initial reporter, translated from dutch to english: "we have received complaints from our services about the perfusion trousse with ref (B)(4). The spike breaks off at the top if we want to remove liquid and replace it with another vial of liquid."